Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a staphylococcus pseudintermedius driveline infection related to a known driveline tug. The patient was started on ciprofloxacin for 14 days and flagyl for 10 days. The patient was receiving daily dressing changing. The driveline continued to have a small amount of clear yellow drainage. The patient received education about securing driveline site and cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was treated as outpatient.